Event description:
The user facility reported that the urethane coating sheared off and was left in the patient's body. Follow up communication with the user facility reported the following information: during a tube inserting surgery, the actual sample was used in combination with a metallic needle; the urethane coating on the actual sample was sheared off and left in the patient's body;the sheared urethane layer remaining in the body was removed by an incision.

Manufacturer narrative:
Results is based on evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. Conclusion is based upon evaluation of user facility information & the returned sample; is based upon evaluation of undamaged sections of the returned sample. The actual device and a piece of the urethane was returned to the manufacturing facility for evaluation. Visual inspection upon receipt obtained the following findings. The urethane piece was a semi-circularly sheared urethane layer approximately 93mm in length. On the guide wire, on approximate 20mm - 30mm from the distal end some abrasions had been generated. Approximately 42 - 128mm from the distal end, the urethane layer had been sheared off all circumference of the wire. Approximately 35mm-42mm and approximately 128mm-155mm from the distal end, the urethane layer had been sheared off semi-circularly. Approximately 42mm - 155mm, the urethane layer was almost separating from the core wire. From the above findings, it was found that the urethane layer in the semicircular shape approximately 93mm in length is missing from the main body of the guide wire. Meanwhile, the piece of the urethane layer approximately 93mm in length, semicircular in shape was found to just fit to the urethane layer missing portion on the guide wire. Therefore, it is most likely that there is no portion of the urethane layer missing from the guide wire. Magnifying inspection of the outer surface of the piece of urethane layer, found that the sheared surface was in a smooth state with the evidence of elongation at the one end. Magnifying inspection of the sheared segment on the guide wire found that the shear cross-section had a smooth surface. Around the urethane sheared portion, there was no anomaly which could be a trigger of the separation of the urethane layer. The state of adhesion of the urethane layer to the core wire was checked on the urethane layer sheared portion on the guide wire under magnification. There was no any anomaly, including lifting of the urethane layer from the core wire or the generation of a gap between the core wire and the urethane layer. The outside diameter was measured on the undamaged segment and confirmed to meet manufacturer specifications, being comparable to that of a current product sample. The undamaged segment of the guide wire was subjected to tactile inspection for the lubricity of the surface. No catch was felt. It is likely that the hydrophilic coating has been applied along the wire properly. A review of the device history record and product release decision control sheet of the involved product /lot# combination confirmed that there were no production related problems or nonconforming indications. A review of the complaint files confirmed the involved product/lot# combination has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the investigation result verified that the actual sample did not have any inherent deficiencies which could have contributed to this complaint. It is likely that the urethane layer was sheared off the guide wire when the actual sample came into contact with the metallic needle used in combination with it. The potential for such an event is addressed in the warnings section of the instructions-for-use by statements such as the following: warning: "do not manipulate/withdraw the guidewire m through a metal entry needle, a metal dilator or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator or a metal guide wire inserter may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).